Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexplained low blood glucose throughout a day, with a documented glucose of 67 mg/dl in the early evening that returned to range within about 30 minutes; the user treated with oral glucose in the form of glucose tablets and orange juice and reported stabilization, and the device in use was a steel cannula set with a 6 mm cannula. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention. Investigation included review of device-reported glucose data and case documentation. Investigation of this case revealed no device malfunction, with data confirming a transient hypoglycemic episode that resolved after carbohydrate intake while using the steel cannula infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.